Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation was unable to confirm the reported no image issue. The visual and operational evaluation was conducted, there was no abnormality found on the device. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The user facility reported to olympus that during a procedure, the visera elite video system center image disappeared during use. The customer checked and cleaned the device before use to restore the image due to lines on the image. The customer completed the procedure with another device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Sections d4, h4, h6, and h10 were updated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.